Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy drug-eluting stent was selected for use. However, upon loading the stent onto the guidewire, it was noticed that the proximal end of the stent was damaged and it was frayed. The procedure was completed with non-bsc stent. No patient complications were reported.